Manufacturer narrative:
(B)(6) the investigation could not be completed; no conclusion could be drawn as no product was received. (B)(4) device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient specific implant (psi) was explanted on (B)(6) 2015 due to infection. Additional information is not available at this time. This report is 1 of 1 for (B)(4).